Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized by the paramedics due to a low blood glucose reading of 35 mg/dl. Troubleshooting was performed, and the reservoir volume was accurate. The customer does not use the bolus wizard feature. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.